Event description:
It was reported that xience prime 3.0 x 15 mm stent could not cross the lesion, as the proximal shaft separated. The stent delivery system (sds) was withdrawn and the procedure was finished successfully by using another unspecified stent. The final patient outcome is reported to be satisfactory. No adverse patient effects were reported. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was not confirmed; however, a tear/hole in the shaft was noted. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not reveal shaft separations. Based on the reviewed information, no product deficiency was identified.